Event description:
The fse reported that the system had a failure of the hard disk, which prevented the system from accessing the software at boot up. This issue can prevent the system from booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported.